Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03sep2020.

Event description:
It was reported to philips that the device did not power on with alternating current (ac) connected. The device was not in clinical use at the time of the event. There was no patient or user harm report and there was no delay in therapy or patient care. The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer stated with the ac power connected; the power switch led is not illuminated. A philips field service engineer was dispatched to the customer site to provide additional onsite assistance. Repair is still pending.

Manufacturer narrative:
G4:21dec2020 b4:(B)(6)2020 the psu assy, power supply,v8000 and power management board (assy,pcb,pwr mgmt,v680) were returned for evaluation. Visual inspection revealed no signs of anomalies. A failure investigation (fi) technician installed the power management board and power supply assembly into a fi ventilator to duplicate the reported issue. During the unit testing the fi technician confirmed the customer complaint with the root cause being a failure of power supply. The primary fet¿s are shorted and fuses are open, indicating a short-circuit failure condition. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020. B4: 01oct2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated with the ac power connected ,the power switch led is not illuminated. A philips field service engineer was dispatched to the customer site to provide additional onsite assistance. The fse replaced the power management pcba and the device was still not working on the a/c power. The ac power supply was then replaced which resolved the issue and the device passes performance assurance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.